Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that a patient's trial was aborted due to dropping vital signs. The patient was administered CPR and was transported to hospital for further evaluation.